Event description:
A small bowel resection with side to side anastomosis performed. Returned to the 0r 4 days later revealed the side to side anastomosis cut, but allegedly did not staple. No staples identified at margins.